Event description:
An Impella CP was inserted via the right femoral artery to support a 65-year-old male patient admitted in post motor vehicle accident and suffering from an Acute Myocardial Infarction (MI) and Cardiogenic Shock. Beyond the recent accident with a ST-segment elevation MI, no medical history was shared. Pre-Impella placement the patient was documented to be in Society for Cardiovascular Angiography and Interventions (SCAI) Stage E Shock.While in the cardiac catheterization lab the patient condition deteriorated and the team added intubation for respiratory support and was given Cardiopulmonary Resuscitation and was defibrillated. The patient was also on inotropes and vasopressors. The decision was made to place an Impella CP. While in the catheterization lab and echocardiogram was performed and found the patient to be in biventricular failure. The decision was made to cannulate for Extra Corporeal Membrane Oxygenation (ECMO) in the left groin. After the ECMO was added, the team observed a hematoma at the right femoral site of the Impella. The team applied manual pressure, re-sutured, and gave blood products.The CP device was acting as a vent to the ventricle for the ECMO primary support device. While on support the device functioned as expected, Performance Level P-1 with 0.5L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.After 34 hours of support the team withdrew care. The patients death is most likely attributed to the underlying critical condition due to cardiogenic shock as the patient presented in SCAI Stage E in biventricular failure with continued escalation of vasopressors and inotropes, ventilation, and multiple mechanical circulatory support devices to support the patients continued deteriorating condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.